Manufacturer narrative:
D6a: (B)(6) 2023. Claim#: (B)(4).

Event description:
The surgeon reports observation of iritis, "mild inflammation" approximately one month after implantable collamer lens implantation. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.